Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 3 of 3 mdrs filed for the same patient (reference 0001825034-2017-01366, 0001825034-2017-01367, & 0001825034-2017-01368).

Event description:
Patient's left hip was revised due to infection and wear approximately one month post-implantation. No further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the provided photos shows damage to the liner likely from attempting to remove from the shell. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.